Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a solent omni catheter system. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the right leg common femoral vein. After about 55 seconds of aspiration, an error message to check saline supply displayed. A saline leak was observed. They attempted to re-prime, but were unable to. The procedure was not completed due to this event. There were no patient complications and the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent" omni catheter was selected for a thrombectomy procedure in the right leg common femoral vein. After about 55 seconds of aspiration, an error message to check saline supply displayed. A saline leak was observed. They attempted to re-prime, but were unable to. The procedure was not completed due to this event. There were no patient complications and the patient was fine.